Event description:
At initiation of hemodialysis treatment a leak is reported at the needle luer connector. Ebl=100c. No pt injury or need for medical intervention is reported. The actual complaint sample was discarded at the time of the incident. MDR is filed for blood loss only.